Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient had a major heart attack and they needed to use defibrillation to "shock the patient back to life." Pt just recently started using the device again and reports they need to charge twice a day when before they could go over a week before charging. Rep will meet with pt to check the ins. Additional information was received from the manufacturer representative (rep) stating they attempted to interrogate the ins and they received message that the "device has been reset" with por codes 0xfffffe34 and 0x80000000. Caller was able to proceed with the attempt to interrogate as the tablet found the ins sn but when the progress bar was about halfway through, a message appeared "therapy was turned off, the neurostimulator cannot provide the requested therapy and turned off, the therapy settings are too high and amplitudes will be set to 0". When caller selected the button to "set amplitudes to 0", the progress bar reached 99% and then provided system error 0x1775eca4. Caller attempted interrogation using a second tablet and wasn't able to connect to ins. Technical services (tss_ had caller attempt to connect to ins with patient's handset/communicator and they received "therapy off" message with service code 323 but was able to proceed into the session to see the therapy settings. Tss walked caller through using the "reset neurostimulators" command with the tablet. Following the reset, caller attempted to interrogate ins but received "device has been reset" with por codes 0x10 and 0x80000000 and then system error 0x177eca4. Tss reviewed that these messages and recharging sessions are indicative of ins damaged due to cardioversion and reviewed that the ins would likely need to be replaced and returned for analysis. Hcp was present and will replace his battery.